Manufacturer narrative:
E1: initial reporter address: (B)(6). E1: initial reporter city: h10: the device was not received for evaluation; however, the machine was evaluated on-site by a local baxter qualified technician. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Troubleshooting was performed and found the machine working per product specifications. There was no information provided suggesting any defect or malfunction caused or contributed to the reported event. There is no indication that an alarm was generated suggesting that the reported uf (ultrafiltration) deviation was within specifications or had not occurred at all. No definitive conclusion can be reached; if the machine malfunctioned, an incorrect weight/calculation error occurred, or inaccurate food/drink intake/outtake was recorded. The reported condition could not be verified. As the machine remained on-site, no further testing could be performed. Therefore, a more comprehensive device analysis could not be completed. The technician adjusted the uf unit. A short, simulated therapy was successfully performed. The machine was returned to service. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a high ultrafiltration event occurred on an ak 96 machine. The ultrafiltration volume was set to 3500ml. After one hour of therapy, the ultrafiltration was 4400 ml. The machine did not trigger an alarm. The patient ¿reacted uncomfortably¿ (not further specified). The treatment was stopped due to excessive ultrafiltration and the patient ended the treatment. The physician recommended the patient ¿rest for a while¿. The following day the patient completed hemodialysis therapy without complications on a different machine. There was no report of patient injury or medical intervention associated with this event. No additional information is available.